Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent placement procedure performed on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical study. The patient was diagnosed with chronic pancreatitis on (B)(6) 2014 and it was reported to be calcific. A pre-study stent placement cholangiogram revealed a distal biliary stricture. The patient underwent a baseline assessment of biliary obstructive symptoms on (B)(6) 2014 and no symptoms were identified. Baseline liver function tests were conducted on (B)(6) 2014. On (B)(6) 2014 the patient underwent a stent placement procedure. A wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. The patient was admitted to the hospital on (B)(6) 2014 and discharged on (B)(6) 2014. A prior biliary sphincterotomy had been performed and a biliary sphincterotomy was also performed during the stent placement procedure. A pancreatic sphincterotomy was not performed. No additional intrahepatic strictures were observed and prophylactic antibiotics were administered. An assessment of biliary obstructive symptoms was performed on (B)(6) 2015 and no symptoms were identified. Liver function tests were also conducted on (B)(6) 2015. On (B)(6) 2015 the patient underwent a per-protocol stent removal procedure. At this time, it was noted that the stent was occluded with both tissue ingrowth and overgrowth. The physician was unable to remove the stent. Therefore, a 10mm x 60mm wallflex biliary rx fully covered stent was implanted within the indwelling stent. The two stents were left implanted at the conclusion of the procedure. Another stent removal attempt has not yet been made. The two stents are still implanted in the patient. There were no associated adverse events reported.